Event description:
This is a spontaneous case report received from a lawyer in the united states on 27-oct-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for birth control. On or around 2009, plaintiff began to experience symptoms that included, but are not limited to, irregular and painful menses, heavy and excessive bleeding, painful intercourse, chronic pelvic pain, lower abdominal pain, and cramping/aching. On or about (B)(6) 2014, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavy and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since intervention was required (unspecified pelvic surgery). Product technical analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavy and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since intervention was required (unspecified pelvic surgery). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("heavy and excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 628314, 12392801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 ((B)(6) 2008; (B)(6) 2009), elbow operation, depression, hypercholesterolemia, anxiety, cryosurgery, sexually transmitted disease and tubal ligation. Previously administered products included for to regulate periods: yazmin from 2006 to 2007 and depo provera from 2004 to 2006. Past adverse reactions to the above products included weight increased with depo provera. Concurrent conditions included obesity, anxiety disorder since (B)(6) 2013, post cholecystectomy syndrome since (B)(6) 2013, hyperlipidemia since (B)(6) 2013, bipolar disorder since (B)(6) 2013, oligomenorrhea since (B)(6) 2013, trichomoniasis and dysfunctional uterine bleeding. Concomitant products included anaesthetics (anesthesia), buspirone since 2001 to (B)(6) 2017, fluoxetine hydrochloride (prozac) since 2001 to (B)(6) 2017 and topiramate (topamax) since 2001 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia, bleeding during menstrual cycle"). On (B)(6) 2013, 3 years 11 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia(painful intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), abdominal pain lower ("lower abdominal pain and cramping, lower stomach/abdomen") and dysmenorrhoea ("and painful menses"). The patient was treated with ibuprofen (motrin) and surgery (removal surgery). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, menstruation irregular, dyspareunia, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter provided no causality assessment for menorrhagia and vaginal haemorrhage with essure. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Human papilloma virus test - on an unknown date: positive pregnancy test - on an unknown date: negative on (B)(6) 2009, patient underwent essure confirmation test, hysterosalpingogram. On an unknown date uterus was gently sounded to 8 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 24-jan-2018: pfs and medical record received: new reporters, patient demographic information, historical conditions, family history, product indication amended, stop date, lot no, treatment medications, concomitant medication, new events vaginal haemorrhage andmenorrhagia added. Outcome for the event genital haemorrhage and abdominal pain lower added as recovered / resolved.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("heavy and excessive bleeding") in a 26-year-old female patient who had essure (batch no. 628314, 12392801) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 ((B)(6) 2008; (B)(6) 2009), elbow operation, depression, hypercholesterolemia, anxiety, cryosurgery, sexually transmitted disease, tubal ligation and miscarriage. Previously administered products included for to regulate periods: yazmin from 2006 to 2007 and depo provera from 2004 to 2006. Past adverse reactions to the above products included weight increased with depo provera. Concurrent conditions included obesity, anxiety disorder since (B)(6) 2013, post cholecystectomy syndrome since (B)(6) 2013, hyperlipidemia since (B)(6) 2013, bipolar disorder since (B)(6) 2013, oligomenorrhea since (B)(6) 013, trichomoniasis, dysfunctional uterine bleeding and migraine since 2001. Concomitant products included anaesthetics (anesthesia), buspirone since 2001 to (B)(6) 2017, fluoxetine hydrochloride (prozac) since 2001 to (B)(6) 2017 and topiramate (topamax) since 2001 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia, bleeding during menstrual cycle"). On (B)(6) 2013, 3 years 11 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia(painful intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), abdominal pain lower ("lower abdominal pain and cramping, lower stomach/abdomen") and dysmenorrhoea ("and painful menses"). The patient was treated with ibuprofen (motrin) and surgery (removal surgery). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, menstruation irregular, dyspareunia, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter provided no causality assessment for menorrhagia and vaginal haemorrhage with essure. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Human papilloma virus test - on an unknown date: positive hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on an unknown date: negative. On (B)(6) 2009, patient underwent essure confirmation test, hysterosalpingogram. On an unknown date uterus was gently sounded to 8 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complain incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.